Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported a hospitalization due to high blood glucose and diabetes ketoacidosis. The customer's blood glucose was 520 mg/dl at the time 911 was called. The customer was treated at the hospital. The symptoms reported include vomiting, nausea, and diarrhea. The customer received a motor error alarm on the insulin pump prior to the event. During troubleshooting the insulin pump passed the high pressure test and the cannula was not bent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.